Manufacturer narrative:
Manufacturer's report date: 10/20/2010. (B)(4). This report was filed by the manufacturer. The customer reported 4 possible lots: 10066437, 10075502, 10045282, 10065052. The report of a leak in the set was confirmed. A clean slice hole was noted in the tubing about 9 inches below the drip chamber. Any crush marks around the hole could not be identified due to adhesive residue from tape the user applied to mark the location. Root cause of the slice could not be identified and it can not be determined if the slice originated in the manufacturing process or after the set arrived at the customer site. Lot number was not reported. A search of the data base showed no quality issues for the 4 possible lot numbers indicated above, and one related quality issue for this tubing component.

Event description:
Customer reported the nurse began an infusion and IV fluid sprayed from a hole in the tubing. No patient harm. No additional information was available.